Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report 2032227-2014-55911.

Event description:
The customer's mother reported issues with the sensors. Customer stated that the sensors readings were way off. Customer stated that the blood glucose goes up and gets lost sensors. Customer's blood glucose was in 400s mg/dl and sensor glucose reading was in 200s mg/dl. Customer treated with manual injection. No further information provided.